Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that system failed to boot up successfully. Review of the log files confirmed malfunction of the disk bay. The fse performed system diagnosis and found that the hdd (hard disk drive) and the host pc were defective. The fse tried to reload the ghost but there was an error displayed on the screen. The fse replaced the hdd and the host pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system is not booting up. The device was not in clinical use. No harm to the patient or user was reported. The philips service engineer went on site and reloaded ghost and replaced host pc hard drive. Now the system is working as intended.